Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-02368 and manufacturer report no: 2015691-2017-02370.

Event description:
During a pulmonary valve replacement procedure, during the deployment of a 23mm sapien 3 valve, the commander delivery system balloon ruptured. Following the deployment of the valve, severe pulmonary valve insufficiency was observed. Echo showed the native leaflet was overhanging and not allowing the sapien 3 leaflet to coapt. A second commander delivery system and sapien 3 valve were prepared. The second valve was deployed slightly higher than the first valve to resolve the overhang. During the deployment of the second valve, the second delivery system balloon also ruptured. The delivery system could not be pulled back through the sheath. Both the sheath and delivery system were removed together. A second sheath was inserted in order to complete the procedure. It was perceived that the calcification in the pulmonary artery caused the balloon rupture.

Manufacturer narrative:
(B)(4). The delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed a longitudinal burst near the tapered area of the inflation balloon. Minor flex tip gouges were also observed. No other abnormalities were observed on the delivery system. Dimension analysis of the single wall thickness was performed at three locations along both sides of the longitudinal tear. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the report of the balloon burst was confirmed based on the visual inspection of the returned delivery system. However, review of manufacturing mitigation, dimensional measurements and visual inspection of the delivery system did not indicate any manufacturing non-conformance contributed to the event. In this case, in addition to the procedure itself, patient factors (pulmonary artery calcification) likely contributed to the balloon burst and subsequent withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.